Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-may-31. It was confirmed that the pump was programmed correctly and that the follow-up appointment was not changed. It was further reported that the patient did not experience withdrawal symptoms, otherwise the pump refill would have been completed urgently. The patient was reportedly placed on oral baclofen prior to any symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported when asked for the serial number of the programmer involved, the pump serial number was given. It was noted that when the pump reservoir was replaced the alarm date changed, but the follow up appointment for the pump fill was not changed. It was noted that the cause of the programming issue was determined and was due to the alarm date being changed after replacement, but not the follow up appointment. It was noted that the programming issue and the empty pump as well as the patient's withdrawals has been resolved. The patient's weight at time of event was 190 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 200 mcg/ml baclofen at 22.28 mcg/day via an implantable pump for intractable spasticity. It was reported that when the patient's pump was installed on (B)(6) 2016, the device manufacturer representative (rep) did not set it properly per what the clinic had stated and the pump ran out of medication. Then, two weeks before the patient was due for a refill on (B)(6) 2017, it was stated the patient's pump ran out of medication. It was then stated that the pump began dual alarming on (B)(6) 2017. Over the weekend of (B)(6), the patient started having withdrawal symptoms and had issues with walking. On (B)(6) 2017, a rep met with the patient ahead of time to figure out why the pump was alarming and shut off the alarm. It was then stated that they could not refill the pump until (B)(6) 2017 and the alarm date was not until that date. The patient went through withdrawals and was prescribed oral baclofen, however it was noted the patient didn't respond to the oral baclofen and it did not help at all. Additionally, the patient had a pre-existing multiple sclerosis condition and had "already suffered with this" for 3 weeks. The patient did not have the telemetry printout from (B)(6), however the printout from (B)(6) 2017 was available. The alarm was shut off on (B)(6) 2017 at 0953. The low reservoir alarm date was noted to be (B)(6) 2017 with a refill interval of 7 days. However, it was stated that the refill on (B)(6) 2017 was a full refill, not partial, and she was not supposed to be due for a refill for 6 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.